Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 535cc, silicone breast implant experienced left sided capsular contracture grade iii-IV, chest injury and rupture post procedure. The health care professional confirmed the issue with capsular contracture. The complication with the implant is a direct result of the car accident occurred. The capsular contracture, pain, stiffness, misaligned implant and possible rupture all happened after the accident. As a result, patient scheduled for bilateral replacements with unspecified mentor silicone implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii-IV, rupture, chest injury. Manufacturer¿s reference number: (B)(4).